Event description:
It was reported that the pt had his spectra penile prosthesis replaced with an inflatable penile prosthesis due to pt dissatisfaction. No pt complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.